Manufacturer narrative:
Initial.

Event description:
It was reported that the user requested replacement infusion sets after deploying an inset infusion set incorrectly during a supply change, inadvertently removing the teflon cannula from the applicator needle; replacement supplies were provided and education was completed, and the involved component was the infusion set. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure involving the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.